Event description:
Pt's home care nurse reported that the pt's one touch ii meter "had not been turning on for a couple of months." Medical affairs specialist spoke with the pt on 8/19/03 and they stated that pt was taken to the hospital since they were vomiting. They had not tried testing their blood glucose on this meter prior to leaving for the hospital. This case is reported as a malfunction since the meter did not contribute to the incident. Pt was admitted to the hospital for their blood glucose and their blood pressure. The power issue was not resolved with troubleshooting.